Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "patient received revision due to instability and pain, patella was not revised." Spoke to rep. Surgeon reported that the revised components were malpositioned, leading to uneven wear and instability of the patient's left knee. Rep provided the revision usage sheet and reported that no further information will be released by the hospital or surgeon.